Event description:
It was reported by service report that the electric bed controls were not working. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Bed was unplugged.